Event description:
Subject underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. The ipsilateral iliac limb delivery system would not advance, and the nosecone pushed up the ipsilateral leg of the aortic body stent graft. The physician inadvertently lost guide wire access while attempting to perform a wire exchange resulting in difficulties to regain access to the ipsilateral gate. After attempts to re-gain access, it was noted that the ipsilateral leg of the graft had folded upon itself limiting wire access. After approximately 45 minutes, access was successful by using a cook occluder in the left common iliac followed by the implantation of the ipsilateral limb. The completion angio showed a type la endoleak and the aortic body graft was noted to be positioned approximately 5-7mm below the renals. The proximal seal zone was ballooned; however, the endoleak persisted. At that time the physician decided to convert to open surgery and explanted the devices. Neither the explanted devices nor the case imaging were provided to trivascular for review.

Manufacturer narrative:
Based on the limited information provided for this event, the root cause of the cannulation difficulties of the ipsilateral gate appears to have been a result of the inadvertent loss of guide wire access while attempting to perform a wire exchange. The original position of the aortic body graft and observed type ia endoleak could not be confirmed in the absence of the intraoperative imaging and therefore the root cause could not be determined.